Event description:
The event reported on 22-jan-2021 involving pentax endoscope model eg-2790i, serial number (B)(4) with the description of "brush stuck/broken in channel, during pre-inspection check." No serious injury or death of a patient or user, or delay in a procedure which would require medical intervention was reported. The customer owned endoscope was received by pentax medical for evaluation on 29-jan-2021. During evaluation of the endoscope under service order (B)(4), the pentax medical service repair technician did not find any stuck or broken accessories, but did document "primary operation channel crimped at biopsy inlet t-piece" and documented the following additional findings: passed wet leak test, suction tube resistance, insertion tube abrasion, passed dry leak test, fluid invasion not observed in pve connector, fluid invasion not observed in control body, insertion tube mild scratches at stage 1, insertion tube mild scratches at stage 2, right/ left control knob markings faded, primary operation channel resistance. The device underwent repairs including the following components: o-rings and seals, operation channel, adjusting collar, angle wire, angle wire with coat, bending rubber, rl pulley assy, ud pulley assy, suction channel lg, o-ring (1.8x19.8). Model eg-2790i, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 24-may-2021, a device history record(DHR) review for model eg-2790i, serial number (B)(4), was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 15-may-2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 15-may-2013. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope was repaired and approved by final qc on 01-mar-2021 and was delivered to the customer under delivery order

Manufacturer narrative:
(B)(4). This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan. If additional information becomes available, a supplemental report will be filed with the new information.